Event description:
Staff member feeding patient received shock through siderail. Found unit had been damaged and foot switch cable had been torn out of control panel, resulting in short. No treatment rendered.